Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced intermittent black screen behavior and performed a factory reset, after which the ilet would not complete dexcom g7 pairing and repeatedly returned to setup despite code entry, while the cgm was connecting through the dexcom app; troubleshooting included sensor toggling, pump restart, app reinstall, and firmware check, and the pump displayed a bluetooth version of 0.0.0.0, with the user reporting hyperglycemia around 350 mg/dl and using subcutaneous insulin via pen as backup. Symptoms included hyperglycemia without associated clinical signs. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no specific findings with insufficient information available and no identified device component implicated, though the problem presented as a pairing failure between the cgm and the ilet. Agent had pt check the bluetooth version on the pump. And that read 0.0.0.0. -the bluetooth version was the reason why it wasn't connecting and the ilet needed to be replaced.